Event description:
It was reported that while setting for a breast biopsy, an l3-002 error code was received while trying to initialize the probe. The pt was not in the room and the cases will be rescheduled. The account received a loaner unit.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint now determined to be a MDR malfunction. The analysis site confirmed the customer complaint found the green cable was causing the unit to have the l3-002 error codes during initializing per the customer complaint. To correct the complaint the analysis site replaced the green cable. The analysis site also replaced the top and bottom frame due to they were broken, the report shaft was replaced because the bent port shaft and coil was causing the rotation knob to be wobbly, and the e-clip was replaced due to it was damaged during disassembly. After servicing, the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.